Event description:
The lay user / patient contacted lfs on (B)(6) 2011, alleging inaccurate readings on the patient's one touch select meter. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient mentioned that they obtained a result of 85 mg/dl and 50 mg/dl within 20 minutes of one another. The patient had developed symptoms of feeling shaky at an unspecified tome after the alleged issue began on (B)(6) 2011. The patient was unable/unwilling to verify whether they received any treatment due to the alleged issue. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the patient did not have any control solution. The product was replaced. The complaint is being reported since the patient alleged that due to the alleged inaccurate readings, the patient later developed symptoms suggestive of a serious injury.

Manufacturer narrative:
The 510 (k) # is k072543. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (06/13/2011)-device evaluation: the lay user/patient's product(s) involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed all testing with no faults found. The retain test strips also passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.